Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 (j6), pcba 2, force sensor flex, motor, keypad flex, lcd flex and harness assembly vibrator. Unable to download history files and traces using thus due to critical pump error (open book image). Test p-cap and reservoir locked properly into the reservoir compartment during testing. The following were noted during visual inspection: moisture damage, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case, scratched case (minor scratches), scratched lcd window (minor scratches), cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded serial number), partially broken retainer, partially detached retainer and corroded home switch. Cosmetic damage was confirmed at the side of pump, until down. Critical pump error (open book image) confirmed during analysis due to moisture damage on pcba 1 (j6), pcba 2, force sensor flex, motor, keypad flex, lcd flex and harness assembly vibrator. Exposed to moisture confirmed. Unable to upload/download confirmed due to moisture damage on electronic assembly. Retainer ring damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was broken. Troubleshooting was performed and the issue was resolved. The type of damage was a crack, damage occurred while the customer felt on the pump, and the location of the damage was a crack on the side until down. The customer reported out-of-box damage. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.